Event description:
It was reported that the customer's blood glucose levels began to elevate. The customer changed the cannula. The customer received an occlusion alarm during bolus delivery. During troubleshooting with tandem technical support, there were no drops seen from end of infusion tubing and it was noted that the luer lock was loose with insulin dripping form it. The customer's bg was 300 mg/dl. The customer's blood glucose level was treated.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.